Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. D4: batch #169d11. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two reloads gst60b present, one of them was received with damaged on the reload deck, additionally a third reload gst60d was received with slightly damaged on the reload deck. The three reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. The cut line was not noted to be jagged however the knife was damaged. The staple line and cut line were complete and the staples met the staple release criteria. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the reloads is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 169d11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2025 d4: batch #unk additional information was requested, and the following was obtained: - everything worked, but during the firing sequence, small plastic parts of the reloads came loose. All of these small plastic parts were found in the patients body and disposed of. - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? No if yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Yes if yes, was the cut line complete? Yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number c9eh9d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, a plee60a and gst60b/gst60d (two blue and one gold magazines) were fired. Small plastic parts of the magazines have come loose and have fallen into the patient. All plastic parts were removed from the patient and the patient suffered no harm. There was no patient consequence nor surgical delay reported. No additional information provided.